Event description:
It was reported that the patient was admitted to the hospital due to concern for an outflow graft partial obstruction. The patient had low flow alarms with syncopal episodes and dizziness. The patients pulsatility index (pi) values were noted to be less than 2. A computed tomography angiography (cta) scan was performed and obstruction was noted. The cta showed some thrombus or nonocclusive filling defect seen in the outflow graft tract narrowing the lumen over 50%. There was additional narrowing seen in the more vertical portion of the outflow graft just under 50 %. It seemed like the low flows have increased and the pis have normalized since that time. It was noted that prior to hospitalization the patient was inconsistent with getting international normalized ratio (inr) levels drawn and their time in therapeutic range (ttr) was likely less than 50%. There were no changes in patient condition otherwise except chronic driveline infection and chronic hyperglycemia. There were no changes to the pump parameters until the night before the patient's transfer to the transplant facility, when roughly 3 low flow alarms occurred. Log files were sent for review. The event log file captured a few scattered low flow events throughout the log file with flow noted as low as 2.2 lpm. There was no indication of any obstruction in this log file. The cause of the stenosis was unable to be determined. The site was unable to send CT images at the time. The patient was started on dobutamine to protect their right ventricle (rv) and then was transferred to outside transplant facility for further evaluation. It was communicated to the site from the other facility that the patient had normal right heart catheter (rhc) results, but the results were unable to be provided. The patients' symptoms had resolved and given normal rhc and no occlusive obstruction, no intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed based on the provided information. Review of the submitted log files confirmed multiple low flow hazard alarms. A specific cause for these alarms, as well as the reported events of outflow graft obstruction and driveline infection, could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events of syncope, dizziness, and hyperglycemia could not be conclusively established. The controller event log file contained events from 14sep2024 through 16sep2024, per the timestamps. Five, transient low flow hazard alarms were captured on 15sep2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists driveline infection and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft." Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6 of the IFU, "patient care and management", includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Additionally, this section lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. The patient handbook provides care instructions in regard to preventing infection in several sections and instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was on long term antibiotics for the infection.